Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the needle separated at the hub between the yellow and white section. Additional information received on 01/19/2011, from the clinician stated the catheter was being removed from the patient when it came apart at the hub between the yellow and white section. When this happened, there was still a piece of catheter outside the patient's body and they just pulled the remaining piece of catheter from the patient. There was no delay in treatment, no patient death and no patient complications were reported. The patient was fine.